Event description:
During the procedure when the physician was approaching the lesion with the excelsior catheter, the wire got stuck in the catheter. When the physician withdrew the wire the tip was found to be detached at the junction of the radiopaque polymer. Both the detached distal wire and the catheter were successfully removed. No injury and/or complication occurred with the pt.